Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from the shroud and "down the canister". Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. There was no adverse impact to customer¿s blood glucose level.